Manufacturer narrative:
The date of incident was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider stated the seat, back, and hand control were hot to the touch. The consumer had a seizure while in the chair and was taken to the ER.

Manufacturer narrative:
The consumer had a seizure. This was not a product problem. The device is working properly.

Event description:
Provider stated the seat, back, and hand control were hot to the touch. The consumer had a seizure while in the chair and was taken to the ER.